Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to patient anatomy (prolapsing of posterior leaflet). The reported dyspnea (shortness of breath) was secondary to the recurrent mr. A cause of the reported recurrent mr could not be determined. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
This is filed to report recurrent mr, dyspnea, the mitraclip detaching from anterior leaflet, hospitalization, and intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. The patient presented with a prolapsed posterior leaflet. One xtw (lot: 11222r103) and one xt (lot: 20727r2019) clip were implanted medial a2/p2 successfully, reducing mr to grade 1. Several weeks after the procedure in november 2022 the patient presented with shortness of breath. A echocardiogram revealed recurrent mr, but the two clips were stable so it was thought the recurrent mr was due to progression of disease. In (B)(6) 2023 an additional echocardiogram was performed where insertion of the anterior leaflet into the xt (lot: 20727r2019) clip could not be confirmed. On (B)(6) 2023 a mitraclip procedure was performed to treat the recurrent mr grade 3-4. The original xt (lot: 20727r2019) was confirmed to be detached from the anterior leaflet (single leaflet device attachment (slda)). An additional xt clip was implanted lateral a2/p2 to stabilize the slda, reducing mr to grade 1. The patient was reported as stable. In the physician's opinion the slda was due to the posterior leaflet prolapse. No additional information was provided.